Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) interrogation, in order to revert the settings for the reading, the option for "obtain" was selected from the screen of the programmer for parameter and then "initial interrogation values" and the option for "open parameter" were selected. The screen proceeded to the parameter screen and it froze with the sandglass icon being shown. The session was then force-closed for approximately one minute and after the reading screen restarted, the screen for a session error appeared indicating "serious problem." The programmer screen was then switched to the screen, in which the left of the reading screen showed "explanted." The power to the programmer was turned off and then back on. Another programmer was utilized and the issue was observed again. The device check was then completed without using the "initial interrogation values." The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.